Event description:
At patient's month 2 titration visit he presented with a superficial infection at the ipg incision site which the dr. Cleaned out.

Event description:
Follow up: the patient's complete system was explanted in order to address the infection.